Event description:
It has been reported that revision surgery will be performed on (B) (6) 2010 to remove the patient's hip resurfacing devices. As of the date of this report, no further information is known about the case or devices involved.

Event description:
Revision surgery was performed due to pain.